Event description:
It was reported that the remote monitoring transmission indicated there was a right atrial (ra) lead warning and possible loss of capture. The transmission also showed the ra lead had numerous unipolar low impedance paces, non-physiological intervals noted on atrial high rate episodes and numerous mode switches. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.